Event description:
It was reported that the patient experienced a loss of therapeutic effect leading to increased baseline pain. There was no known accident or incident related to this complaint. The patient had recently flown, but was able to bypass the security gate. The patient used her programmer to turn stimulation on, but experienced triple beeps when trying to raise or lower stimulation. The implantable neurostimulator (ins) battery light was not illuminated, and when the ins was interrogated it indicated end-of-life status. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 7435 serial# (B)(4) lead model 3487a-33 lot# j0217223v implanted: (B)(4) 2002 explanted: unknown lead model 3487a-33 lot# j0214236v implanted: (B)(6) 2002 explanted: unknown extension model 7495lz51 serial# (B)(4) implanted: (B)(6) 2002 explanted: unknown extension model 7495lz51 serial# (B)(4) implanted: (B)(6) 2002 explanted: unknown.